Event description:
Procedure type: pancreas. According to the reporter: according to the dr. After firing and cutting the specimen, there was significant bleeding across the staple line. The stapler was fired, but no staples fired at all. The yellow pushers were showing after the firing (indicating that the stapler was fired), this was the load that came with the stapler. Surgeon had to sew the staple line in order to stop bleeding. It could not be reported how much bleeding occurred. It could not be reported if a transfusion was needed. It could not be reported if or time was delayed. The surgeon mentioned that there may be an increase risk of pancreatic bleeding due to this issue.

Manufacturer narrative:
(B) (4)